Event description:
Customer complaint reported as: "the guidewire does not progress as it passes through the needle" no patient harm reported. The kit was exchanged. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, arterial catheter set containing a spring wire guide (swg) inserted into a 22 ga needle and lidstock for evaluation. Signs of use in the form of biological material were present in the needle hub. Visual inspection of the swg confirmed one slight bend in the body. Microscopic examination confirmed both welds were attached and fully spherical. In the process of removing the swg from the needle, the core wire became detached from the distal weld and the swg unraveled. All photos and dimensions were taken before the swg unraveled. The bend in the swg body measured 195 mm from the proximal weld. The total length of the swg measured 350 mm, which is within specifications of 345-355 mm per swg product drawing. The outer diameter (od) of the swg measured 0.519 mm, which is within specifications of 0.508-0.533 mm per swg product drawing. The (od) of the introducer needle measured 0.02825" which is within specifications of 0.0280"-0.0285" per needle cannula product drawing. The inner diameter (ID) of the introducer needle measured 0.022", which is within specifications of 0.0215"-0.0230" per needle cannula product drawing. The undamaged portion of the swg was inserted into the returned introducer needle to functionally test. The undamaged sections of the swg were able to pass completely through the needle with minimal resistance. Before the swg became unraveled, a manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire had one slight bend present in its body. No damage was noted to the introducer needle. The sample passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer complaint reported as, "the guidewire does not progress as it passes through the needle." No patient harm reported. The kit was exchanged. The patient's condition is reported as fine.